Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device would not allow the medic to switch to manual mode. The medic then reset the device and delivered therapy through AED mode. Complainant indicated that the pt subsequently expired.